Event description:
This report is being filed after the subsequent review of the following literature article: forseth, m. And stern, p.(2003). Complications of trapeziometacarpal arthrodesis using plate and screw fixation. The journal of hand surgery, 28a, 342-345. This study retrospectively reviewed 26 trapeziometacarpal arthrodeses that used the plate and screw fixation. A 2.0-mm minicondylar blade plate or a 2.0-mm t-plate (synthes) were used for the procedure. Unknown screws were also noted. There were a total of 26 arthrodeses that met criteria and were included. There were a total of 16 women and 8 men (2 were bilateral arthrodeses). The average patient age was 52 years with a range of 29-66 years. The average follow-up was 40 months. The preoperative diagnoses were primary osteoarthritis (23 thumbs), posttraumatic arthritis (2) and nonunion of a previous trapeziometacarpal arthrodesis (1 thumb) that had been performed initially with pin fixation. Autogenous bone graft was used in 11 cases. Nineteen patients were available for clinical follow-up examinations and radiographs. These results were compared with a previously published k-wire fixation group that consisted of 59 arthrodeses. The following complications were reported: there were three delayed unions, which went on to eventual fusion with prolonged immobilization. There were two painful non-unions. One was treated with a revision arthrodesis. The second was treated with a trapezial excision and soft-tissue interposition. The nonunion from a previous arthrodesis fixed with pins united after revision with plate fixation, although the patient continued to have pain 17 months post-operatively. Two patients had painful radial sensory branch neuritis. There were seven arthrodeses that had a second procedure, most commonly a hardware removal in four wrists, indicated for continued discomfort . Two patients had ligament reconstruction and tendon a interposition arthroplasty, one tenolysis and one revision arthrodesis. It can not be determined whether or not synthes or competitor products contributed to the complications. This is report 3 of 3 for com-(B)(4). This report is for an unknown synthes 2.0-mm t-plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Forseth, m. And stern, p.(2003). Complications of trapeziometacarpal arthrodesis using plate and screw fixation. The journal of hand surgery, 28a, 342-345. This report is for an unknown synthes 2.0-mm t-plate/unknown quantity/unknown lot. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).